Manufacturer narrative:
Section a4: patient weight was not provided. The patient weight is unknown. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was euvolemic and normotensive with frequent low flow alarms. Log files were submitted for review to rule out extrinsic outflow graft obstruction and captured a lot of low flow estimates and low flow hazard events when the calculated pulsatility index was elevated. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log.